Event description:
On (B)(6) 2012, customer reported to beckman coulter, inc. (Bec) that the unicel dxc 600 synchron system generated erroneous results. Customer reported that the erroneous results were reported out of the laboratory. Customer indicated the erroneous results were amended. There was no report of any adverse event or injury requiring medical intervention or patient treatment. On (B)(6) 2012, bec field service engineer (fse) cleaned a dirty chloride (cl) port and changed the cl tip. On (B)(6) 2012, the fse decontaminated the system.

Manufacturer narrative:
This report is one of two reports related to two events that occurred on two days. This report is related to MDR #2050012-2012-01506.